Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen and a vibration motor failure. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally. During testing, the vibration motor was unresponsive. The pump was opened and no intermittent vibration motor connections were observed. Unrelated to the display or vibration motor issue, evaluation revealed a cracked battery compartment and a leak due to the crack. Evidence of moisture was found in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.